Manufacturer narrative:
Date of birth - the patient was born in 1958. Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used for artery closure after a cerebral angiography was performed. After the closure device was deployed in the puncture site, the doctor withdrew the insert sheath tube. It is difficult to control the retracting force, so the insert sheath tube, anchor block and gelatin sponge were all directly removed from the body. Subsequent compression manual hemostasis and lower limb immobilization for 12 hours. No serious harm was caused to the patient. No obvious adverse reactions were observed. The patient was in stable condition. There was no patient injury, medical/surgical intervention required. Additional information was received on 30june2020: the 8f femoral artery access, sheath, guidewire or catheter insertion was not difficult. There was no abnormality in femoral artery angiography before use. No problem with the device insertion, the angio- seal assembly, positioning, retreat steps, the specific process is as follows, after consulting a doctor: 1) sheath pipe assembly with locator, 2) replacement 8f sheath pipe, replacement, so as to prevent bleeding, compression femoral artery with the hand, 3) replacement after 8f angio-seal assembly of scabbard, d) insert body, separation, and retreat, found retracement resistance is bad master, hold in retreat found will subject the front anchor block and gelatin sponge all pulled out, f) after oppression hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.